Event description:
Simon et al. Use of intracranial stenting to secure unstable liquid embolic casts in wide neck sidewall intracranial aneurysms. Was published in operative neurosurgery. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review: after the aneurysm was obliterated with onyx, while removing the curved microcatheter, the entire onyx cast was noted to rotate approximately 20 degrees clockwise, secondary to the resistance of the overly shaped microcatheter. The cast was secured within the aneurysm with a 4.5 x30 mm neuroform stent. Patient awoke without symptoms. Information received from the same article as MFR #s: 2029214-2015-00325, 2029214-2015-00330, 2029214-2015-00331.

Manufacturer narrative:
Http://journals.lww.com/neurosurgery/fulltext/2011/08000/use_of_intracranial_stenting_to_secure_unstable.59.aspx. This report was created to captured complications reported for patient number three. The devices will not be returned for analysis as they were consumed in the event; therefore the event cause could not be determined. The lot history record review was not possible since the lot numbers were not reported. (B)(4).